Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. The product lot number is not available. UDI: unknown part number, attempts to obtain product information were unsuccessful, UDI unavailable. Concomitant med products due to character limitation: 4x10 orbit galaxy complex fill (640cf0410/ 17754791), 5x10 galaxy complex fill (unk catalog & lot), chikai14 (asahi intecc) guidewire,6f fubiki sheathless (asahi intecc) gc, headway17 (terumo) mc, echelon14 45(covidien) mc, tactics (technocrat) mc. (B)(6). Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a 5.8 mm anterior communicating artery superior facing aneurysm, the 5x10 galaxy complex fill (unk catalog and lot) was inserted from the headway17 microcatheter but the cool loop came out to the right a2 segment of the anterior cerebral artery. There was also some resistance felt and the coil was removed. The echelon14 microcatheter came out of the aneurysm so it was placed next to the right a2 segment. The 4x10 orbit galaxy complex fill (640cf0410/17754791) was inserted into the headway17 microcatheter but the coil became stuck and could not exit the introducer. A 4x10 prime frame coil was inserted into the headway17 microcatheter but the coil loop came out to the right a2 segment. The coil was removed from the patent. A 4x10 galaxy complex fill (unk catalog and lot) was inserted into the headway17 microcatheter and implanted in the lesion after changing position of the coil. A 2.5x4 barricade complex finish coil was detached and the echelon14 microcatheter was about to be removed when the coils came out from the a2 segment. The coils were pushed back to the a2 with microcatheters and wires. The coil embolization was concluded. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. A chikai14 (asahi intecc) guidewire, and a 6f fubuki (asahi intecc) guiding catheter were also used for the case. Access was made via the right femoral artery. The approach was made from the right internal carotid (ic) artery. The fubuki guiding catheter was advanced to the origin of the internal carotid artery (ica). The echelon14 45 (covidien) microcatheter was advanced to the neck of the aneurysm and the headway17 microcatheter was delivered from a tactics (technocrat) microcatheter coaxially towards 9 o¿clock direction to the target lesion. The distal end was in the 11 o¿clock position. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The user did not apply excessive force when handling the products. No further information was provided. The 4x10 orbit galaxy complex fill coil was not returned for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process of the unit. The root cause of the event could not be conclusively determined; however, coil protrusion into the parent artery is a known potential complication associated with the hydraulic coil product family and coil embolization procedures. Based on the reported information, it is possible that aneurysm/vessel characteristics, device manipulation/interaction, and procedural/clinical factors may have contributed to the reported event. The characteristics of the aneurysm (i.e the aneurysm was facing upward) were likely a contributing factor since the same event occurred with multiple coils. The neck of the aneurysm may have been too wide to maintain the coils in the aneurysm sac. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00665 and 1226348-2018-00666.

Event description:
As reported by a healthcare professional, during a coil embolization of a 5.8 mm anterior communicating artery superior facing aneurysm, the 5x10 galaxy complex fill (unk catalog & lot) was inserted from the headway17 microcatheter but the cool loop came out to the right a2 segment of the anterior cerebral artery. There was also some resistance felt and the coil was removed. The echelon14 microcatheter came out of the aneurysm so it was placed next to the right a2 segment. The 4x10 orbit galaxy complex fill (640cf0410/17754791) was inserted into the headway17 microcatheter but the coil became stuck and could not exit the introducer. A 4x10 prime frame coil was inserted into the headway17 microcatheter but the coil loop came out to the right a2 segment. The coil was removed from the patent. A 4x10 galaxy complex fill (unk catalog and lot) was inserted into the headway17 microcatheter and implanted in the lesion after changing position of the coil. A 2.5x4 barricade complex finish coil was detached and the echelon14 microcatheter was about to be removed when the coils came out from the a2 segment. The coils were pushed back to the a2 with microcatheters and wires. The coil embolization was concluded. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. A chikai14 (asahi intecc) guidewire, and a 6f fubuki (asahi intecc) guiding catheter were also used for the case. Access was made via the right femoral artery. The approach was made from the right internal carotid (ic) artery. The fubuki guiding catheter was advanced to the origin of the internal carotid artery (ica). The echelon14 45 (covidien) microcatheter was advanced to the neck of the aneurysm and the headway17 microcatheter was delivered from a tactics (technocrat) microcatheter coaxially towards 9 o¿clock direction to the target lesion. The distal end was in the 11 o¿clock position. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The user did not apply excessive force when handling the products. The 4x10 orbit galaxy complex fill (640cf0410/17754791) coil and the concomitant headway17 microcatheter will be returned for evaluation. No further information was provided.